Event description:
A site representative, purchasing, reported a broken instrument from the or, requested replacement. No information was able to be provided regarding how the instruments were damaged or when the damage was discovered. The purchasing representative stated no more information would be forthcoming. There was no patient involvement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement suretrak2 medium clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the head of the adjustment screw has been rounded. Physical damage, rounded head/damaged screw. Reported issue was able to be duplicated.